Event description:
The customer reported that during a cancer case, the device would not open while on tissue. The surgeon cut around the device and sutured the tissue. There was no patient injury. The surgeon had the same issue with another device in the same surgery, found on MFR report #1717344-2009-00430.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.